Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy during night drain cycle three. The patient's ultrafiltration reading was 1693ml, which indicates that the home patient (hp) drained 1693ml more than their maximum programmed fill volume of 2500ml. This information meets iipv criteria. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned to baxter and the evaluation is complete. This condition is an ancillary service event, opened during investigation of (B)(4). The reported difficulty of an iipv event was confirmed through an event history log review. The cause was determined to be a false empty detected and ause error, as the clinician inappropriately set the minimum drain volume percent setting too low. If any additional relevant information is received, a follow-up will be sent.